Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 months and 22 days post implantation of a 29mm sapien 3 valve in the aortic position, the patient was presented with moderate paravalvular leak (pvl) and underwent a valve-in-valve procedure. Per medical records review, the underwent a tavr procedure with a 29mm sapien valve for severe aortic stenosis. Post operative (pod) 1 echo was notable for elevated lvot gradient and moderate pvl. The patient was started on metoprolol. Although the patient reported to feel well and was asymptomatic, subsequent echocardiograms performed showed no improvement. A tte performed approximately 5 months post tavr procedure reported a well seated sapien 3 valve in aortic position with moderate paravalvular leak and mild central valvular regurgitation. Increased gradient across prosthesis. Mean gradient 21 mmhg, valve area (continuity) 1.1 cm2, valve area index (continuity) 0.6 cm2/m2, ejection fraction 55%. Compared with the 30-day post tavr tte, the severity of the paravalvular regurgitation was slightly increased. The patient was referred for pvl closure and two weeks later underwent a successful tavr valve in valve procedure with a 29mm sapien 3 ultra valve. Post deployment, images showed a well-placed, well-seated valve with trace aortic regurgitation, trace pvl and mean gradient 5 mmhg. The patient tolerated the procedure well. There were no clinically significant complications. Hospital course was uneventful. The patient was discharged home in stable condition on pod-2.

Manufacturer narrative:
The device was not returned. Imagery was provided by the site and revealed the following: paravalvular leak observed on tee and central regurgitation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on imagery and medical record provided. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a tte performed approximately 5 months post tavr procedure reported a well seated sapien 3 valve in aortic position with moderate paravalvular leak and mild central valvular regurgitation. Increased gradient across prosthesis. Mean gradient 21 mmhg, valve area (continuity) 1.1 cm2, valve area index (continuity) 0.6 cm2/m2, ejection fraction 55%. Compared with the 30-day post tavr tte, the severity of the paravalvular regurgitation was slightly increased. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. However, there is insufficient information provided in this case to determine a root cause. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. However, there is insufficient information provided in this case to determine a root cause. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. However, there is insufficient information provided in this case to determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment is required.